Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position. Approximately one year after the index procedure, during transcatheter valve replacement screening, a single leaflet device attachment (slda) was detected of the posterior first device. After slda, tricuspid regurgitation became severe. Patient was approved for transcatheter valve replacement.

Manufacturer narrative:
B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case.